Event description:
It was reported that the patient was presented as a direct admission from a nursing home with fever and positive blood cultures. On (B)(6) 2019, the patient was admitted to the operation room (or) for mediastinal exploration, evacuation of fluid collection, excisional debridement and the placement of a wound vacuum-assisted closure (vac). Blood and or cultures taken at that time were positive for corynebacterium striatum. An echocardiogram was performed that showed a "shaggy, mobile mass" attached to the inflow cannula in the left ventricle, suggestive of vegetation. The patient was followed by infectious diseases and was placed on a course of daptomycin; the patient eventually transitioned to linezolid. Blood culture results showed gram positive rods. The patient received continual debridement until they no longer wanted to receive treatment. They were discharged on (B)(6) 2019 with the infection unresolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.